Manufacturer narrative:
B3: month and year are known, day is unknown. One device was returned for investigation. The reported complaint was confirmed. However, it also found that the dso seal was delaminated. The dso sensor and seal were replaced. The device passed all functional testing after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion (dso) seal calibration failed. The event occurred during testing. During the investigation, it was determined that the dso seal was delaminated.